Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a stenting procedure, difficulty crossing the lesion occurred. The target lesion was located in the left anterior descending artery (lad). A 12mm 4.00 liberté stent delivery system was used to advance the lesion and could not cross the lesion. However, analysis found distal and proximal stent damage.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned device identified tip damage. The tip was slightly flared which is consistent with the tip encountering resistance upon advancement during attempts to cross the lesion. Distal stent damage was present. The stent struts on distal row 1 were lifted. This damage is also evidence of the stent encountering an obstruction during advancement to the lesion. Stent struts on proximal row 1 were slightly flared which is consistent with positive pressure being applied to the balloon. The balloon was microscopically examined and no issues were noted with its profile. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).